Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to a lead migration. As such, surgical intervention took place on (B)(6) 2024, where the lead was replaced and effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.